Event description:
Sorin group (B)(4) received a report that during the procedure blood was leaking from the gas outer port of the oxygenator. Blood loss was 350 cc. Bank blood was given to compensate for blood loss. There were no pt complications reported as a result of this issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d902 lilliput oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure blood was leaking from the gas outlet port of the oxygenator. Blood loss was 350 cc. Bank blood was given to compensate for blood loss. There were no pt complications reported as a result of this issue. Sorin group (B)(4) requested the product be returned for eval. No product has been received to date. The investigation is ongoing. A f/u report will be filed when the investigation is complete.